Event description:
It was reported that the device been explanted (specific data is not reported).

Event description:
Per the clinic, it was reported the electrode has been migrated out of the cochlea resulting in no behavioral response. Revision surgery to re-insert the electrode is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.